Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging incorrect product user manual. This complaint was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.